Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning, "do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." The medtronic rep at the site discussed the issue with the site and reported that they are well aware of the importance of avoiding frame movement during navigated cases.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The medtronic representative confirmed the navigation system was functioning normally during the case since the new spin brought accuracy back. Frame or anatomical movement likely caused of the event. - 07/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 08/06/2015 a medtronic representative, following-up with the site, reported the inaccuracy was alleged to be approximately 10 millimeters. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while navigating a scoliosis spine procedure, the surgeon alleged an inaccuracy occurring after placing the probe on a spinous process. The surgeon noted, it was off to the left. No specific measurement was provided. Two reference frames were used and placed on l5 and t12. The surgeon placed screws on l5, l4 and l3 and moved toward l1 when noticing the inaccuracy; l4 seemed to still be accurate but accuracy diminished as the surgeon moved away from the first frame. In trouble-shooting, the medtronic representative noted that a retractor was added back to the anatomy after a spin had been taken and may have contributed to movement. They re-clamped the reference frame and re-spun the patient, confirmed accurate placement of screws on l5 and l4, however, the surgeon deemed l3 was too medial and it was revised. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.